Manufacturer narrative:
(B)(4). Concomitant products: m2a acetabular cup: catalog#: us157850, lot#: 430170. Bone cement: catalog#: 402433, lot#: 462140. DHR was reviewed and no discrepancies were found. It has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2017-01561 / 01562).

Event description:
It was reported that patient underwent a closed reduction procedure due to dislocation immediately following implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Postoperative films in the recovery room showed the hip was subluxed superiorly and anteriorly. The hip was reduced and postreduction fims showed concentric reduction of the hip. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a closed reduction procedure due to dislocation/subluxation immediately following implantation. No further adverse events occurred due to this event.